Event description:
Device malfunction [device malfunction], pain [pain], swelling [swelling], could barely walk [unable to walk]. Case narrative: case was initially submitted via sanofi legacy database and is now being re-distributed to FDA at their request. This unsolicited from united states was received on 14-dec-2017 from a pharmacist via health authority (usafda: mw5073427). This case concerns a patient (demographics unspecified) who received treatment with synvisc one injection and after unknown latency patient had pain, swelling and could barely walk. Also device malfunction was identified for the reported lot number. No relevant concomitant medications, past drugs, medical history, and concurrent condition were reported. On an unknown date in 2017, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (expiration date: 31-may-2020 and lot number: 7rsl021) for osteoarthritis. On (B)(6) 2017, latency unknown, patient had pain, swelling and could barely walk. It was reported that medicine was not working and patient was still in pain. Outcome: unknown for all events. Corrective treatment: not reported for all events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: important medical event for all events. Pharmacovigilance comment: sanofi company comment dated 09-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later had pain, swelling and could barely walk. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.